Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator with a defective power supply. No patient involvement.

Manufacturer narrative:
No patient information provided by the customer. (B)(6).